Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked and the pump remained functional. Reportedly, the cause of the crack was unknown. The customer's blood glucose level was not impacted. The contact reported the customer would continue to use the pump for insulin therapy.